Event description:
It was reported that the distal tip of the guidewire detached. A 300cmx8cm v-18 guidewire was selected for use for crossing, delivery and navigation in an angioplasty procedure in the superficial femoral artery (sfa). The lesion was reported to be moderately calcified and moderately tortuous. During the procedure, under imaging, the physician noticed that the distal tip of the wire completely detached. A rubicon device was used to remove all of the detached pieces. No patient complications were reported.